Event description:
Report received of no audible tones. The pump was returned to the biomedical department with a report of no audible alarm noted during set up prior to patient use. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.